Event description:
It was reported "user cut themselves with one of our blades". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated

Manufacturer narrative:
(B)(4).

Event description:
It was reported "user cut themselves with one of our blades". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.